Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2022-04850. It was reported the patient did not recharge the ipg as recommended and the patient was experiencing ineffective stimulation.. As such, the ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was established.